Event description:
It was reported that a skin reaction had occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient inserted a sensor and experienced pain, and discomfort localized at the insertion site. At an unspecified later time, the patient observed signs consistent with infection, including redness and swelling/inflammation at the needle puncture site. The patient identified himself as a physician assistant (pa) and, relying on his medical training, opted not to seek care from a healthcare facility. Instead, he self-managed the infection by disinfecting the area, performing drainage using needles to release fluid and blood, and initiating a course of oral antibiotics which he prescribed for himself. Despite these interventions, the patient reported that symptoms of infection and discomfort persisted and did not begin to improve until (B)(6) 2025. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).